Event description:
This is a spontaneous case report received from a lawyer in the united states on 24-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2014, she underwent surgery to removed her coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a surgery to remove her essure coils. The event is listed in the reference safety information for essure. After essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the plausible temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and started to experience increasingly severe pain / chronic pelvic pain. Nearly 1.5 years after insertion she underwent surgery to remove her essure coils. The event is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, abdominal pain, back pain, pelvic pain, and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the plausible temporal relationship and the absence of alternative explanations, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded (related). Additional non-serious events were also reported. This case was categorized as incident since device removal was required. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain/ pain/pain'), endometritis ('chronic endometritis/reproductive system condition or condition-type: chronic endometritis') and genital haemorrhage ('persistent bleeding/ abnormal bleeding/excessive bleeding/heavy bleeding/abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foot surgery (left) on (B)(6) 2011, heart murmur, dyspepsia, parity 1, gravida I, caffeine consumption (occasionally), alcohol use (socially, wine, frequency - occasionally, years) and herpes zoster (recovered prior to essure). No recreational drug user. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included porokeratosis, asthma, vaginitis, back muscle spasms, vision abnormal and obesity. Concomitant products included salbutamol (albuterol) for asthma as well as betacarotene;bioflavonoids nos;biotin;calcium ascorbate; calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride; cholecalciferol;copper sulfate;cyanocobalamin;folic acid; hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) and salbutamol (albuterol) since 1977. In 2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/abnormal bleeding menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("extreme fatigue/fatigue/fatigue"), migraine ("severe headaches/migraines / headaches/migraine/headache"), alopecia ("hair loss/hair loss"), hot flush ("hormonal changes describe: hot flashes/hormonal changes describe: hot flashes/ hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/infection (bladder/ urinary tract/vaginal) type: uti"), pruritus allergic ("rashes or skin conditions type: itching,allergic or hypersensitivity : type: itching,"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),"), constipation ("gastrointestinal or digestive system condition: constipation/gastrointestinal or digestive system condition: constipation,"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), vision blurred ("blurry vision/ vision problems"), adenomyosis ("adenomyosis/reproductive system condition or condition-type: adenomyosis"), cervicitis ("chronic cervicitis/reproductive system condition or condition-type: chronic cervicitis"), adnexa uteri cyst ("paratubal cysts/reproductive system condition or condition-type: paratubal cyst"), dizziness ("neurological conditions or problems type: dizzy/ neurological condition/ problems") and headache ("migraine/headache/head pain") and was found to have uterine leiomyoma ("leiomyoma/reproductive system condition or condition-type: leiomyoma"). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/lower back pain/lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/30 pounds of weight gain/weight gain / loss: weight gain"). In 2013, the patient experienced vulvovaginal dryness ("hormonal changes describe: vaginal dryness") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), amnesia ("memory loss"), depression ("depressed"), abdominal pain lower ("abdominal cramping"), abdominal pain upper ("stomach pain/stomach pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal odour ("vaginal odor"), eye pain ("eye pain/eyes pain"), flank pain ("flank pain"), eye disorder ("eye problems"), herpes virus infection ("bladder or urinary problems or changes, other injury(ies) or complication (s) please describe: frequent herpes outbreaks"), pain in extremity ("legs pain"), metrorrhagia ("metrorrhagia (bleeding between peroids)"), vaginal discharge ("vaginal discharge") and rash ("skin rashes"). The patient was treated with antibiotics, ibuprofen, macrogol 3350 (miralax), vitamin b12 nos, , surgery ((full) hysterectomy with salpingectomy (bilateral removal of fallopian tubes),), diet pill and neuro muscular skeletal treatment with a chiropractor. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain, weight increased, fatigue, migraine, alopecia, hot flush, vaginal haemorrhage, pruritus allergic, dysmenorrhoea, constipation, abdominal distension, abdominal pain lower, abdominal pain upper, vaginal odour, flank pain, vision blurred, eye disorder, dizziness, metrorrhagia and rash had resolved and the endometritis, medical device discomfort, amnesia, depression, vulvovaginal dryness, urinary tract infection, vulvovaginal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, eye pain, adenomyosis, cervicitis, uterine leiomyoma, adnexa uteri cyst, herpes virus infection, headache, pain in extremity and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri cyst, alopecia, amnesia, back pain, bladder disorder, cervicitis, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, endometritis, eye disorder, eye pain, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, herpes virus infection, hot flush, medical device discomfort, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, pruritus allergic, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: (discrepancy in date insertion noted from the previous version and current pfs). Current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Cardiac stress test - on (B)(6) 2005: results: normal. Hysterosalpingogram - on (B)(6) 2013: that everything looked good and tissues had grown around coils. Pregnancy test - on an unknown date: negative. Smear cervix normal - on an unknown date: mammogram done in 2013. Ultrasound scan vagina - on (B)(6) 2013: results: fallopian tubes are occluded on both sides; on (B)(6) 2013: results: fallopian tubes are occluded on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet and medical record was received. Event added from pfs- metrorrhagia, vaginal discharge, skin rashes. Events outcomes were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, medical device discomfort, menorrhagia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, medical device discomfort, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event persistent bleeding added. Event pain clubbed with previously reported event. On (B)(6) 2017: coding request - processed with fu from (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding/excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), weight increased ("weight gain/30 pounds of weight gain"), migraine ("migraines"), fatigue ("extreme fatigue"), headache ("severe headaches"), amnesia ("memory loss"), alopecia ("hair loss") and depression ("depressed "). The patient was treated with surgery (partial hysterectomy with removal of essure devices ). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, medical device discomfort, menorrhagia, back pain, abdominal pain, weight increased, migraine, fatigue, headache, amnesia and depression outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, depression, fatigue, genital haemorrhage, headache, medical device discomfort, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, the plaintiff had a hsg test that confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow up from summons received-new events added: excessive fatigue, severe headache, memory loss, hair loss and depression. Events excessive bleeding,30 pound weight gain clubbed with earlier event. The essure date and removal procedure was also reported. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/pain") and genital haemorrhage ("persistent bleeding/abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), migraine ("migraines"), fatigue ("extreme fatigue"), headache ("severe headaches"), amnesia ("memory loss"), alopecia ("hair loss") and depression ("depressed "). The patient was treated with surgery (partial hysterectomy with removal of theessure devices on (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, medical device discomfort, menorrhagia, back pain, abdominal pain, weight increased, migraine, fatigue, headache, amnesia and depression outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, depression, fatigue, genital haemorrhage, headache, medical device discomfort, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, the palintiff had a hsg test that confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-nov-2017: new events added: fatigue, headaches, memory loss, hair loss and depression. The essure date and removal procedure was also reported. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain/pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding/excessive bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur, foot surgery (left) on (B)(6)2011 , dyspepsia, parity 1, gravida I, caffeine consumption (occasionally) and alcohol use (socially, wine, frequency - occasionally, years). No recreational drug user,. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included porokeratosis, asthma and vaginitis. Concomitant products included salbutamol (albuterol) for asthma. In 2012, the patient experienced pruritus ("rashes or skin conditions type: itching,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding menorrhagia),"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("migraines/migraines / headaches"), fatigue ("extreme fatigue/fatigue"), headache ("severe headaches/migraines / headaches"), alopecia ("hair loss"), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal,") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2013, the patient experienced weight increased ("weight gain/30 pounds of weight gain/weight gain / loss: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), amnesia ("memory loss"), depression ("depressed"), constipation ("gastrointestinal or digestive system condition: constipation,"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), abdominal pain lower ("abdominal cramping") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen, cyanocobalamin-tannin complex (b12), antibiotics and surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, medical device discomfort, back pain, abdominal pain, weight increased, fatigue, amnesia, alopecia, depression, vulvovaginal dryness, hot flush, urinary tract infection, pruritus, dysmenorrhoea and constipation outcome was unknown, the genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage, abdominal distension, abdominal pain lower and abdominal pain upper had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, constipation, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, medical device discomfort, menorrhagia, migraine, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on (B)(6)2005: normal ultrasound scan vagina - on (B)(6)2013: fallopian tubes are occluded on both sides; on (B)(6)2013: fallopian tubes are occluded on both sides following the requisite time period after implantation of essure, the palintiff had a hsg test that confirmed full occlusion and proper placement. Pap test done. Mammogram done in 2013 quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Event added as hormonal changes describe: hot flashes and vaginal dryness, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: uti, rashes or skin conditions type: itching, migraines, dysmenorrhea (cramping), pain, fatigue, gastrointestinal or digestive system condition type: bloating and constipation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain/pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding/excessive bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur, foot surgery (left) on (B)(6) 2011, dyspepsia, parity 1, gravida I, caffeine consumption (occasionally) and alcohol use (socially, wine, frequency - occasionally, years). No recreational drug user,. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included porokeratosis, asthma and vaginitis. Concomitant products included salbutamol (albuterol) for asthma. On (B)(6)2013, the patient had essure inserted. In 2012, the patient experienced pruritus ("rashes or skin conditions type: itching,") and dysmenorrhoea ("dysmenorrhea (cramping),"). In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding menorrhagia),"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), the first episode of migraine ("migraines/migraines / headaches"), fatigue ("extreme fatigue/fatigue"), the second episode of migraine ("severe headaches/migraines / headaches"), alopecia ("hair loss"), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal,") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2013, the patient experienced weight increased ("weight gain/30 pounds of weight gain/weight gain / loss: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), amnesia ("memory loss"), depression ("depressed"), constipation ("gastrointestinal or digestive system condition: constipation,"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), abdominal pain lower ("abdominal cramping"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ibuprofen, cyanocobalamin-tannin complex (b12), antibiotics and surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, medical device discomfort, back pain, abdominal pain, weight increased, fatigue, amnesia, alopecia, depression, vulvovaginal dryness, hot flush, urinary tract infection, pruritus, dysmenorrhoea, constipation and vulvovaginal pain outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal distension, abdominal pain lower and abdominal pain upper had resolved and the last episode of migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, constipation, depression, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, medical device discomfort, menorrhagia, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on (B)(6)2005: normal ultrasound scan vagina - on (B)(6)2013: fallopian tubes are occluded on both sides; on (B)(6) 2013: fallopian tubes are occluded on both sides following the requisite time period after implantation of essure, the palintiff had a hsg test that confirmed full occlusion and proper placement. Pap test done. Mammogram done in 2013 further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: legal claim received - essure insertion date updated to (B)(6)2013. New event provided: vaginal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain/pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding/excessive bleeding/heavy bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur, foot surgery (left) on (B)(6) 2011, dyspepsia, parity 1, gravida I, caffeine consumption (occasionally) and alcohol use (socially, wine, frequency - occasionally, years). No recreational drug user,. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included porokeratosis, asthma and vaginitis. Concomitant products included salbutamol (albuterol) for asthma. In 2012, the patient experienced pruritus ("rashes or skin conditions type: itching,allergic or hypersensitivity : type: itching,"), dysmenorrhoea ("dysmenorrhea (cramping),"), constipation ("gastrointestinal or digestive system condition: constipation,") and abdominal distension ("gastrointestinal or digestive system condition: bloating"). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding menorrhagia),"), back pain ("chronic back pain/lower back pain"), abdominal pain ("abdominal pain"), fatigue ("extreme fatigue/fatigue"), migraine ("severe headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding vaginal,") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2013, the patient experienced alopecia ("hair loss"), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), hot flush ("hormonal changes describe: hot flashes") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), weight increased ("weight gain/30 pounds of weight gain/weight gain / loss: weight gain"), amnesia ("memory loss"), depression ("depressed"), abdominal pain lower ("abdominal cramping"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal odour ("vaginal odor"), eye pain ("eye apin"), flank pain ("flank pain"), vision blurred ("blurry vision"), eye disorder ("eye problems"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis"), endometritis ("chronic endometritis"), leiomyoma ("leiomyoma"), adnexa uteri cyst ("paratubal cysts") and herpes virus infection ("frequent herpes outbreak"). The patient was treated with ibuprofen, cyanocobalamin-tannin complex (b12), antibiotics, and surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, medical device discomfort, abdominal pain, weight increased, fatigue, amnesia, alopecia, depression, vulvovaginal dryness, hot flush, urinary tract infection, dysmenorrhoea, constipation, vulvovaginal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, eye pain, vision blurred, adenomyosis, cervicitis, endometritis, leiomyoma, adnexa uteri cyst and herpes virus infection outcome was unknown and the genital haemorrhage, menorrhagia, back pain, migraine, vaginal haemorrhage, pruritus, abdominal distension, abdominal pain lower, abdominal pain upper, vaginal odour, flank pain and eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri cyst, alopecia, amnesia, back pain, bladder disorder, cervicitis, constipation, depression, dysmenorrhoea, dyspareunia, endometritis, eye disorder, eye pain, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, herpes virus infection, hot flush, leiomyoma, medical device discomfort, menorrhagia, migraine, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal odour, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: (discrepancy in date insertion noted from the previous version and current pfs) diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on 14-nov-2005: normal ultrasound scan vagina - on 1-mar-2013: fallopian tubes are occluded on both sides; on 28-oct-2013: fallopian tubes are occluded on both sides following the requisite time period after implantation of essure, the palintiff had a hsg test that confirmed full occlusion and proper placement. Pap test done. Mammogram done in 2013. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. New events adenomyosis, chronic cervicitis, chronic endometritis, leiomyoma, paratubal cysts, and frequent herpes outbreak were added. Previously reported event vision problem updated to blurry vision incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain/pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding/excessive bleeding/heavy bleeding/abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, foot surgery (left) on (B)(6)2011, dyspepsia, parity 1, gravida I, caffeine consumption (occasionally), alcohol use (socially, wine, frequency - occasionally, years) and herpes zoster (recovered prior to essure). No recreational drug user,. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included porokeratosis, asthma, vaginitis and back muscle spasms. Concomitant products included salbutamol (albuterol) for asthma as well as salbutamol (albuterol) since 1977. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/abnormal bleeding menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("extreme fatigue/fatigue/fatigue"), migraine ("severe headaches/migraines / headaches/migraine/headache"), alopecia ("hair loss/hair loss"), hot flush ("hormonal changes describe: hot flashes/hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/infection (bladder/ urinary tract/vaginal) type: uti"), pruritus allergic ("rashes or skin conditions type: itching,allergic or hypersensitivity : type: itching,"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),"), constipation ("gastrointestinal or digestive system condition: constipation/gastrointestinal or digestive system condition: constipation,"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), vision blurred ("blurry vision"), adenomyosis ("adenomyosis/reproductive system condition or condition-type: adenomyosis"), cervicitis ("chronic cervicitis/reproductive system condition or condition-type: chronic cervicitis"), endometritis ("chronic endometritis/reproductive system condition or condition-type: chronic endometritis"), adnexa uteri cyst ("paratubal cysts/reproductive system condition or condition-type: paratubal cyst"), dizziness ("neurological conditions or problems type: dizzy") and headache ("migraine/headache/head pain") and was found to have leiomyoma ("leiomyoma/reproductive system condition or condition-type: leiomyoma"). On (B)(6)2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/lower back pain/lower back pain") and abdominal pain ("abdominal pain"). In january 2013, the patient was found to have weight increased ("weight gain/30 pounds of weight gain/weight gain / loss: weight gain"). In 2013, the patient experienced vulvovaginal dryness ("hormonal changes describe: vaginal dryness") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), amnesia ("memory loss"), depression ("depressed"), abdominal pain lower ("abdominal cramping"), abdominal pain upper ("stomach pain/stomach pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal odour ("vaginal odor"), eye pain ("eye apin/eyes pain"), flank pain ("flank pain"), eye disorder ("eye problems"), herpes virus infection ("frequent herpes outbreak") and pain in extremity ("legs pain"). The patient was treated with antibiotics, ibuprofen, macrogol 3350 (miralax), vitamin b12 nos, , surgery ((full) hysterectomy with salpingectomy (bilateral removal of fallopian tubes),), diet pill and neuro muscular skeletal treatment with a chripractor. Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, medical device discomfort, abdominal pain, weight increased, fatigue, amnesia, alopecia, depression, vulvovaginal dryness, hot flush, urinary tract infection, dysmenorrhoea, constipation, vulvovaginal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, eye pain, vision blurred, adenomyosis, cervicitis, endometritis, leiomyoma, adnexa uteri cyst, herpes virus infection, dizziness and pain in extremity outcome was unknown and the genital haemorrhage, menorrhagia, back pain, migraine, vaginal haemorrhage, pruritus allergic, abdominal distension, abdominal pain lower, abdominal pain upper, vaginal odour, flank pain and eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri cyst, alopecia, amnesia, back pain, bladder disorder, cervicitis, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, endometritis, eye disorder, eye pain, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, herpes virus infection, hot flush, leiomyoma, medical device discomfort, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus allergic, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal odour, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: (discrepancy in date insertion noted from the previous version and current pfs) diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on (B)(6)2005: results: normal. Hysterosalpingogram - on (B)(6)2013: that everything looked good and tissues had grown around coils.. Pregnancy test - on an unknown date: negative. Smear cervix normal - on an unknown date: mammogram done in 2013. Ultrasound scan vagina - on (B)(6)2013: results: fallopian tubes are occluded on both sides; on (B)(6)2013: results: fallopian tubes are occluded on both sides. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. New events dizzy, headache and leg were added, patient's medical history was added. Severity of events were added, laboratory data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain/pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding/excessive bleeding/heavy bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur, foot surgery (left) on (B)(6) 2011, dyspepsia, parity 1, gravida I, caffeine consumption (occasionally) and alcohol use (socially, wine, frequency - occasionally, years). No recreational drug user,. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included porokeratosis, asthma and vaginitis. Concomitant products included salbutamol (albuterol) for asthma. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pruritus ("rashes or skin conditions type: itching,"), dysmenorrhoea ("dysmenorrhea (cramping),"), constipation ("gastrointestinal or digestive system condition: constipation,") and abdominal distension ("gastrointestinal or digestive system condition: bloating"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding menorrhagia),"), back pain ("chronic back pain/lower back pain"), abdominal pain ("abdominal pain"), the first episode of migraine ("migraines/migraines / headaches"), fatigue ("extreme fatigue/fatigue"), the second episode of migraine ("severe headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding vaginal,") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2013, the patient experienced weight increased ("weight gain/30 pounds of weight gain/weight gain / loss: weight gain"), alopecia ("hair loss"), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), amnesia ("memory loss"), depression ("depressed"), abdominal pain lower ("abdominal cramping"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal odour ("vaginal odor"), eye pain ("eye apin"), flank pain ("flank pain"), visual impairment ("vision problem") and eye disorder ("eye problems"). The patient was treated with ibuprofen, cyanocobalamin-tannin complex (b12), antibiotics, and surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, medical device discomfort, abdominal pain, weight increased, fatigue, amnesia, alopecia, depression, vulvovaginal dryness, hot flush, urinary tract infection, dysmenorrhoea, constipation, vulvovaginal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, eye pain and visual impairment outcome was unknown, the genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage, pruritus, abdominal distension, abdominal pain lower, abdominal pain upper, vaginal odour, flank pain and eye disorder had resolved and the last episode of migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, eye disorder, eye pain, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, hot flush, medical device discomfort, menorrhagia, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal odour, visual impairment, vulvovaginal dryness, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: (discrepancy in date insertion noted from the previous version and current pfs) diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on (B)(6) 2005: normal. Ultrasound scan vagina - on (B)(6) 2013: fallopian tubes are occluded on both sides; on (B)(6) 2013: fallopian tubes are occluded on both sides . Following the requisite time period after implantation of essure, the palintiff had a hsg test that confirmed full occlusion and proper placement. Pap test done. Mammogram done in 2013 . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff's fact sheet received. Events per pfs: eye pain, flank pain, vision problem, eye disorder were added. Outcome of the events added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain/ pain/pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding/excessive bleeding/heavy bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur, foot surgery (left) on (B)(6) 2011, dyspepsia, parity 1, gravida I, caffeine consumption (occasionally) and alcohol use (socially, wine, frequency - occasionally, years). No recreational drug user,. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included porokeratosis, asthma and vaginitis. Concomitant products included salbutamol (albuterol) for asthma. In 2012, the patient experienced pruritus ("rashes or skin conditions type: itching,"), dysmenorrhoea ("dysmenorrhea (cramping),"), constipation ("gastrointestinal or digestive system condition: constipation,") and abdominal distension ("gastrointestinal or digestive system condition: bloating"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding menorrhagia),"), back pain ("chronic back pain/lower back pain"), abdominal pain ("abdominal pain"), the first episode of migraine ("migraines/migraines / headaches"), fatigue ("extreme fatigue/fatigue"), the second episode of migraine ("severe headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding vaginal,") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2013, the patient experienced weight increased ("weight gain/30 pounds of weight gain/weight gain / loss: weight gain"), alopecia ("hair loss"), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), amnesia ("memory loss"), depression ("depressed"), abdominal pain lower ("abdominal cramping"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal odour ("vaginal odor"), eye pain ("eye apin"), flank pain ("flank pain"), visual impairment ("vision problem") and eye disorder ("eye problems"). The patient was treated with ibuprofen, cyanocobalamin-tannin complex (b12), antibiotics, and surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, medical device discomfort, abdominal pain, weight increased, fatigue, amnesia, alopecia, depression, vulvovaginal dryness, hot flush, urinary tract infection, dysmenorrhoea, constipation, vulvovaginal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, eye pain and visual impairment outcome was unknown, the genital haemorrhage, menorrhagia, back pain, vaginal haemorrhage, pruritus, abdominal distension, abdominal pain lower, abdominal pain upper, vaginal odour, flank pain and eye disorder had resolved and the last episode of migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, eye disorder, eye pain, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, hot flush, medical device discomfort, menorrhagia, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal odour, visual impairment, vulvovaginal dryness, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: (discrepancy in date insertion noted from the previous version and current pfs). Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on (B)(6) 2005: normal ultrasound scan vagina - on (B)(6) 2013: fallopian tubes are occluded on both sides; on (B)(6) 2013: fallopian tubes are occluded on both sides. Following the requisite time period after implantation of essure, the "plaintiff" had a hsg test that confirmed full occlusion and proper placement. Pap test done. Mammogram done in 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.